Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. Reportedly, the customer changed out the cartridge and resumed insulin. Customer's blood glucose level was impacted.